Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported the device could not be interrogated. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.